Manufacturer narrative:
A complete lead was returned in 2 pieces. Three external insulation abrasions due to friction to another device or patient anatomy breaching the optim sheath only were noted at 22.5 cm to 23.0 cm, 29.3 cm to 29.7 cm, and 45.0 cm to 45.9 cm from the distal tip. The insulation abrasion at 45.0 cm to 45.9 breached the re and rv lumens with one re and one rv cable abraded. The inner lumen was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.